Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009, a non-inflatable penile prosthesis was implanted. On (B)(6) 2011, the entire device was removed and replaced with an ipp. The reason for the revision procedure was not indicated. No pt complications were reported.